Manufacturer narrative:
Additionally, tandem technical support educated the customer that with 23 inch tubing, 15-18u is typically needed before drops of insulin are seen, and therefore what the customer was describing is accurate/appropriate pump performance based on the infusion set tubing length of 23 inches. Customer acknowledged. Technical support further explained that drops of insulin will not be seen immediately exiting the tubing when initiating the fill tubing sequence. Customer understood and acknowledged that she had previously held a misconception that she should see drops immediately coming out of the tubing during the fill tubing sequence. Customer acknowledged that this was proper pump performance. Customer's bgs were not adversely impacted by this issue. (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels while on the pump for insulin therapy. The customer's blood glucose level were of 500s mg/dl. The customer went to the emergency room (ER) and was treated with manual injections for the ER staff. The customer stated that the cause of the high bg levels were due to a sinus infection and unrelated to the pump or supplies. The customer reported that blood glucose level was 220 mg/dl when released from the ER. Additionally, the customer reported that there was a long delay to filling the tubing and does not observe drops immediately during the fill tubing process. The customer reported did not observe any damage to supplies or an issue with the luer lock connection.